Manufacturer narrative:
510(k): k212323. Investigation evaluation: a product evaluation was performed only by the pictures and video provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos and video provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements, the video, and photos describing the event. The first photo shows the device in a coiled position in a bag. The second photo shows the pouch, and the label matches that in the report. The video shows the pouch beside the device in a coiled position, and there is no clip on the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information indicated the user held the handle spool during advancement through the accessory channel. This is the most likely cause of this report. The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Precautions: holding handle spool during clip advancement may prematurely deploy clip." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. However, even if the clip is not deployed, damage can occur to internal device components such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened/reopened. Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that the user held the handle spool during advancement through the accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a high digestive endoscopy, the physician used a cook instinct plus endoscopic clipping device. It was initially reported that the product had damage to contents and failure during performance, not responding to commands. We interpreted this to be insufficiently described failure and was not considered a reportable event because the allegation has not historically caused or contributed to a serious injury nor death to the user nor patient. A response to additional questions was received on 13 aug 2024 indicating that the clip tromboned [clip housing detached from the cath attach but remained attached to the drive wire]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.